Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 3 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8169616. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It has been reported that two syringe 1.0ml 31ga 8mm ufii 10bag 500cs have been found with too long of cannulas during use. The following has been provided by the initial reporter: it was reported that the 1ml syringe needle is longer than the .5ml syringe needle when both are 8mm in length. Verbatim: issue: consumer reported his 1ml,31g,8mm needle is longer than the 1/2ml,8mm,31g needle, he compared it next to each other and notices its longer. Sample available, he bought the box yesterday. Incident date-10-25-2019. Occurence-2. Item# 328418. Lot# 8169616 c expiration date-2018-07-01-20123-08-30. Item# 328468 1syringe he will be sending one sample of this needle for comparison. Lot 90278764. A consumer uses new syringes for his injection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that two syringe 1.0ml 31ga 8mm ufii 10bag 500cs have been found with too long of cannulas during use. The following has been provided by the initial reporter: it was reported that the 1ml syringe needle is longer than the .5ml syringe needle when both are 8mm in length. Verbatim: issue: consumer reported his 1ml,31g,8mm needle is longer than the 1/2ml,8mm,31g needle, he compared it next to each other and notices its longer. Sample available, he bought the box yesterday. Incident date-(B)(6) 2019, occurence-2, item#: 328418, lot#: 8169616, c expiration date-2018-07-01-20123-08-30. Item#: 328468 1syringe. He will be sending one sample of this needle for comparison. Lot 90278764 a. Consumer uses new syringes for his injection.

Event description:
It has been reported that two syringe 1.0ml 31ga 8mm ufii 10bag 500cs have been found with too long of cannulas during use. The following has been provided by the initial reporter: it was reported that the 1ml syringe needle is longer than the .5ml syringe needle when both are 8mm in length. Verbatim: issue: consumer reported his 1ml,31g,8mm needle is longer than the 1/2ml,8mm,31g needle, he compared it next to each other and notices its longer. Sample available, he bought the box yesterday incident date- (B)(6) 2019; occurence-2; item# 328418; lot# 8169616 c expiration date-2018-07-01-20123-08-30. Item# 328468 1syringe he will be sending one sample of this needle for comparison. Lot 90278764 a consumer uses new syringes for his injection.

Manufacturer narrative:
H.6. Investigation: customer returned (2) 1cc, 8mm, 31g syringes in an open poly bag from lot # 8169616. Customer also returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 9028764 for comparison. Customer states that the 1ml syringe needle is longer than the .5ml syringe needle when both are 8mm in length. All returned syringes were tested using the length gauge and all cannula lengths fell within specifications. A review of the device history record was completed for batch# 8169616. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.